Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified.   There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmologist reported that the lens had line at the center of the optic. The scratch was observed after the lens was implanted into the eye. The lens remained in the eye and the surgery was completed. There was no harm to the patient. Additional information was requested.

Event description:
Additional information was requested, but no new information was received.

Manufacturer narrative:
Two photos were provided of the lens in the eye. A line/mark can be observed across the central portion of the optic. Unable to visualize the haptics to determine the travel path of the mark. Associated products were not provided. It is unknown if qualified associated products were used. The lens remains implanted. Photos were provided and a line/mark was observed. The nature and cause of the observed line could not be determined from the photo. It is difficult to make a final determination without evaluation of the physical sample. The root cause cannot be determined based on available information. The manufacturer internal reference number is: (B)(4).